Event description:
Litigation alleges patient suffers from popping/snapping sensation, pain, discomfort, inflammation, and large amounts of toxic cobalt chromium metal ion particles to be released into the blood, tissue, and bone. Update 12/18/2014- pfs and medical records received. This complaint is for the left hip. After review of the medical records for MDR reportability, the revision operative note indicated metallosis, metallise debris, corrison, and synovitis. There were no lab results for the alleged high metal ions. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: 1/14/15.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Additional narrative: depuy still considers this investigation closed at this time.

Event description:
Update 2/26/16, 3/1/16 - medical records received. Medical records reviewed for MDR reportability. Medical records reported osteolytic lesion adjacent to the left acetabulum, increased ions, decreased range of motion, metallosis with black material, metallosis debris and reactive synovitis. Lab results for ions were less than 7 parts per billion. There is no new additional information that would affect the existing investigation. The complaint was updated on: mar 8, 2016.

Manufacturer narrative:
No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.